Event description:
It was reported the healthcare professional (hcp) had a patient, with a pain pump, who "stooped down in a store to pick something up and became paralyzed". The medication in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).